Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The device operated as expected, and a specific cause for the reported thumping/clicking could not be conclusively determined. A direct correlation between the device and the report of gastrointestinal bleeding and ventricular tachycardia could not be conclusively established. The pump was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. A distal section of pump cable was also returned measuring approximately 5.75¿. The modular cable and the remainder of the pump cable were not returned. Approximately 4.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware and outflow graft clip secured. An additional section of the distal sealed outflow graft was returned measuring approximately 2.25¿. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, rev. D, is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was transplanted on (B)(6) 2024 due to gastrointestinal (gi) bleed and ventricular tachycardia (vt). Ventricular assist device (vad) coordinator reported that team completed a computed tomography (CT) morphology, implantable cardioverter defibrillator (ICD) interrogations, echocardiograms (echos), and right heart catheterizations (rhcs). Nothing was found that could explain thumping/clicking sensation. Center requested pump analysis given patient reported unusual thumping sensations in their chest. Unusual thumping sensations in their chest was previously reported under manufacturer report number 2916596-2024-02193.